Manufacturer narrative:
Product ID: 977a260,serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) reporting that per the records from (B)(6) 2018 regarding the (B)(6) 2018 appointment that was submitted by their colleague, it indicated that the patient was getting some back relief from the reprogramming the rep did at their last visit, but they were still experiencing breakthrough pain. It was reported that on (B)(6) 2018, their colleague made minor programming changes to the top of the migrated lead per the doctor's request. It was indicated that no follow-up appointments were scheduled and the patient was advised to contact the manufacturer and surgeon's office if the break through pain persisted to discuss options such as a possible lead revision. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that it was unknown if the loss of therapy was resolved. The patient was advised to contact the rep if therapy did not return, so the rep assumed it had resolved as they had not been contacted. The rep noted an appointment on (B)(6)2018 where the patient would be assessed for actions to resolve the lead migration. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the patient lost therapy the week prior to the report, and an x-ray confirmed a lead migration. The rep stated that the cause of the lead migration is unknown, as the patient indicated that they had no falls or trauma. They noted that during the one lead trial, programming was successful over the t9/t10 disc space. The rep added that the same programming was mirrored at implant using two leads. They stated that the patient¿s therapy had been successful, until the leads migrated. The rep indicated that despite the lead migration, they were still able to program over the patient¿s t9/t10 disc space by moving the (+/-) array up 2 electrodes on lead number 1. However, they noted that only one of the leads remained over the t9/t10 disc space. The rep advised the patient to test the new programming over the next 48 hours, to see if their coverage and pain relief return to pre-lead migration and trial state. The patient was instructed to contact the rep if their therapy is not recaptured with the new programming.